Event description:
The customer alleged a patient fell out of bed. The customer was using a tempest matress (non-hill-rom) on the bed. This matress reaches the same height as the siderails on the bed. The patient was not injured.